Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's was unable to get into MRI mode, upon further investigation system diagnostics recorded high impedances on the leads, and that the patient's leads had migrated. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.